Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the product is not available for investigation. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. According to the DHR, it can be excluded that a material or production caused the error. In similar cases it was assumed that damage was caused by the user, maybe at the unpacking or at the installation to the applicator. According to the sop a CAPA is not necessary. Device not returned.

Event description:
Country of complaint: italy. It was reported that during the placement of the clips the plastic part of the cartridge was broken and fell into the patient's abdomen. There was no harm to the patient reported.